Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5076-52 implantable pacing lead. (B)(4). Evaluation summary: (B)(4): 1 - patient alert for out of tolerance subthreshold lead impedance (B)(4) 2012. Weekly high voltage lead trend data shows an increase 368 ohms peak between (B)(4) 2012 and (B)(4) 2013.

Event description:
It was reported that there was high svc (superior vena cava) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.